Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the ins would not charge anymore and needs to be replaced. This was related to the device battery. The patient reported the ins was not working. The therapy was suspended and there was a loss of pain relief. The event was ongoing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the implantable neurostimulator (ins) not charging or working was not determined. It was noted that the therapy was suspended, and the ins would not charge anymore and needed to be replaced. The patient was waiting on their medicare coverage, but would make an appointment soon. The event was ongoing as of (B)(6)2019. No further complications were reported/anticipated.